Event description:
It was reported that, during operation, a pressure chamber had burst and the door exploded. No patient injury was reported.

Manufacturer narrative:
UDI is unknown; no additional information was provided. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The original device history record (DHR) was no longer applicable as the device was manufactured in 2004. The results of the investigation do not implicate a service process. The history of this device was verified and in the last 10 years was not even one time returned for service. Received for evaluation: two pressure chambers, the warming device and shipping box. Visual inspection and functional test(s) were performed. The warming device was in used conditions, no visible damaged or any cracked present, manufactured in 2004. On the first pressure chamber, the one customer reported a door had exploded. In the actual model of pressure chamber (the white one) was installed the very old model of pressure chamber door (the model which was installed on the old gray pressure chamber), which was very damaged (broken), and inside was a metal clamp installed, and not the actual model from plastic. On the second pressure chamber, the door had a crack on the place where the metal clamp it is connected with the door through a screw. Functional testing: after the device was powered up, the device was running ok, but the air pressure was too high adjusted; air pressure required calibration. The root cause of the issue was deemed to be that the device was operated in a manner that was inconsistent with IFU (instructions for use) and also needed calibration.